Event description:
It was reported that the versajet console would not power on. The circuit was tested and another power cord was tried but neither of these solutions worked. There was no backup available so the surgeon proceeded with sharp debridement.